Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery expiration fault alarms was unable to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis and no log files were submitted for review. Additional information provided on 03jul2024 stated that exchanging the controller resolved the event. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the system controller alarmed for backup battery fault on (B)(6) 2023 and the system controller was exchanged. The alarms resolved following the exchange.